Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient presented with vestibular bone loss, resulting in the implant being removed; another implant was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) a device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The following sections have been updated: device available for evaluation change ¿no' to 'yes'. Evaluation codes.

Event description:
No further event information is available at the time of this report.